Event description:
All three boston scientific clips failed to detach from cable appropriately, they were of the same lot #. When clip was deployed, it would not detach from the cable. Md tried manipulate it in a way to see if it could be detached. When trying to detach clip #2 it was forcibly detached from the mucosa causing further trauma. Rn deployed the third clip and it was found that an aggressive retraction of the plunger would allow the clip to deploy correctly, but this was not a normal motion.